Manufacturer narrative:
Hillrom received a report from the account stating that a nurse received an electrical shock while plugging in the cvsm device. The nurse went unconscious and had seizure. Per the reporter, the nurse was admitted to emergency department. After treatment, it was determined there was no reoccurring damage. Hillrom/welch allyn has requested the device and associated powercord to be returned for manufacture analysis. No further information is available on the device. The investigation is ongoing and the device is being returned to the manufacturer for investigation. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the account stating that a nurse received an electrical shock while plugging in the cvsm device. The nurse went unconscious and had seizure. Per the reporter, the nurse was admitted to emergency department. After treatment, it was determined there was no reoccurring damage. The device was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Bts returned the device to welch allyn australia and subsequently forwarded to welch allyn inc for technical investigation. Engineering analysis by welch allyn inc senior electrical engineer dated (B)(6) 2020. The report summary is as follows: the device was tested by the product service department in welch allyn inc, skaneateles falls, new york. The device passed all functional and safety tests (functional check, ground bond test, leakage current test, ac hipot test). During the safety testing, the device did not show any safety concerns and no problems were found that could cause a user to get a shock through the device. The device was taken to the lntertek safety laboratory in the us and performed the following tests that are relevant to the understanding of user experiencing electric shock: residual voltage test, impedance of protective earth connection test, earth leakage test, touch leakage tests as per 60601-1 safety standard. The lntertek safety testing did not show any safety concerns and no problems were found that could cause a user to get a shock through the device. Welch allyn inc quality engineering conducted an in-depth review of the manufacturing and service history for this particular sn, to determine any anomalies that could potentially contribute to the alleged sparking. There was no cause contributor identified from this review. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that a nurse received an electrical shock while plugging in the cvsm device. The nurse went unconscious and had seizure. Per the reporter, the nurse was admitted to emergency department. After treatment, it was determined there was no reoccurring damage. The device was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).